Event description:
It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted into the patient (date is unknown). The surgery was performed without complications. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia. On approximately (B)(6), 2010 the patient underwent corrective surgery; however this did not address the complications. The patient experiences abdominal and pelvic pain, as well as a recurrence of her symptoms. All other information, including the patient's current condition, is unknown and reportedly unavailable.